Event description:
Report received of a non-delivery of lipids. The pump was programmed in 3/03 at 21:00 to deliver lipids at 21ml/hr. In 2003 at 16:00, the nurse discovered that the 500ml bottle of lipids still contained 500ml. There was no reported pump alarm. The pump was removed from clinical servie and at 18:00, therapy was resumed on a replacement pump without further difficulty. There was no reported adverse pt event. Though requested, no add'l info was available.